Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.